Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the endo gia stapler with tristaple reloads attached was "sticking" or getting "caught" when going through the trocar. It was not moving smoothly through the trocar during insertion or removal. The stapler did not encounter any issues related to "sticking" or getting "caught" when passing through an alternate trocar. This happened with multiple different reloads attached to it. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Reinforcement material was not used in conjunction with the stapling device.